Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was removed intraoperatively from the patient's eye due to a divot noted in the iol during insertion. Another lens was implanted and sutures were used to close the wound. No information regarding the inserter used during the procedure has been received.